Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with increasing lv lead impedance and alerts post-implant. Continue to monitor the patient and considering a pc-shock was suggested.